Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off in the mating closure top during tightening. The tip was unable to be removed from the closure top. There have been no reports of impacts to the patient regarding the foreign body retention.

Manufacturer narrative:
UDI number: na. Additional information: (ethnicity). The returned driver was evaluated. The tip was found to have broken off. The cause is attributed to a torque force which exceeded the mechanical strength of the driver tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a driver broke off in the mating closure top during tightening. The tip was unable to be removed from the closure top. There have been no reports of impacts to the patient regarding the foreign body retention.